Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl with ketones. Reportedly, the cause of the high bg was because the pump "wasn't working" but did not clarify the specific issue. The customer declined further troubleshooting. The customer addressed high bg with manual injections.